Event description:
It was reported that this right ventricular lead exhibited stable, but high and out-of-range, shock impedance measurements. Impedance was out of range in all three vectors. A boston scientific technical services representative discussed troubleshooting measures but none have been reported. No adverse patient effect were reported. The lead remains in service.